Event description:
Customer reported occlusion alarms via email. There was no adverse impact to the customer's blood glucose level. No further details were available because the customer declined to speak with tandem technical support.